Event description:
It was reported that there was a dotted black substance found inside the red cap of the bd female ll adaptor. The following information was provided by the initial reporter: during the pre-use check, a dotted black substance was found inside the red cap.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of foreign matter being found on the cap was received from the customer. Four photos were returned for investigation. Through visual inspection the customer complaint was confirmed. There were pieces of brownish red foreign matter found in the cap. A device history record review could not be performed because the lot number is unknown. A root cause could not be determined as a physical sample was not received.